Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue"), dizziness ("dizzy spell") and nausea ("sick to stomach"). The patient was treated with surgery (tubal laparoscopy hysterectomy bilateral salpingectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown and the uterine leiomyoma, fatigue, dizziness and nausea had resolved. The reporter considered abdominal pain, dizziness, fatigue, menorrhagia, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), fibroids. Left tube -4, right tube - 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on an unknown date: the endometrium is generally unremarkable averaging 0.1 cm in thickness. The underlying myometrium is pink tan slightly trabeculae and measuring 205 cm in maximum thickness no discrete intramural lesions are identified. Screening in the communal regions revels both cornua to display bilateral essure device which are I place. Concerning the injuries reported in this case, the following one confirmed in patient medical record:dizziness and fatigue. Lot number: 619696 manufacture date: 2009/02 expiration date: 2012/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue"), dizziness ("dizzy spell") and nausea ("sick to stomach"). The patient was treated with surgery (tubal laparoscopy hysterectomy bilateral salpingectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown and the uterine leiomyoma, fatigue, dizziness and nausea had resolved. The reporter considered abdominal pain, dizziness, fatigue, menorrhagia, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), fibroids. Left tube - 4, right tube - 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on an unknown date: the endometrium is generally unremarkable averaging 0.1 cm in thickness. The underlying myometrium is pink tan slightly trabeculae and measuring 205 cm in maximum thickness no discrete intramural lesions are identified. Screening in the communal regions revels both cornua to display bilateral essure device which are I place. Concerning the injuries reported in this case, the following one confirmed in patient medical record: dizziness and fatigue. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received:product lot number, reporters added. Event vaginal bleeding,vaginal bleeding, fatigue,dizziness, sick to stomach were added. Outcome of event sick to stomach, fatigue, dizzy smell were added as recovered. On 12-sep-2019: medical record received:lab data and reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.]

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient was found to have the first episode of uterine leiomyoma ("fibroids"), 9 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have the second episode of uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue"), dizziness ("dizzy spell"), nausea ("sick to stomach"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and vision blurred ("vision/eye problems type: blurry vision"). The patient was treated with surgery (tubal laparoscopy hysterectomy bilateral salpingectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, migraine, allergy to metals and vision blurred outcome was unknown and the last episode of uterine leiomyoma, fatigue, dizziness and nausea had resolved. The reporter considered abdominal pain, allergy to metals, dizziness, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. The reporter commented: she received treatment for pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), fibroids. Left tube -4. Right tube - 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: there is a ingestions of a rounded filling defect noted with in the left corna. Essure micro implant are noted bilaterally bilaterally spillage was noted demonstrated endocervical canal is unremarkable.essure micro implant are noted within both uterine tubes, without uterine tube opacification spillage was not demonstrated.; on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on an unknown date: the endometrium is generally unremarkable averaging 0.1 cm in thickness. The underlying myometrium is pink tan slightly trabeculae and measuring 205 cm in maximum thickness no discrete intramural lesions are identified. Screening in the communal regions revels both cornua to display bilateral essure device which are I place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. New events added: migraines / headaches, nickel allergy, blurry vision, fibroid. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the uterine leiomyoma had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she received treatment for pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter, patient demographics and laboratory data were added. Updated essure indication. On (B)(6) 2009, she implanted essure (previously reported as 2009). On (B)(6) 2018, she explanted essure. Injury event was replaced with pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fibroids. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report